Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the surgeon drilled the implant in order to remove from patient. It is there are unretrieved device fragments.

Manufacturer narrative:
Evaluation was not possible, as the device was not being returned. The supplier performed a review of the device history record, which confirmed no inconsistencies which could have contributed to the nature of the complaint. It was not noted within the complaint if insertion was performed using a two finger technique. We are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time.